Event description:
It was reported that the gem v/nv ntg 20dp 20pk experienced air bubbles/air in line. The following information was provided by the initial reporter: experienced an additional nicu air-in-line issues. Air in line alarm occurred on primary line of double lumen uvc with tpn running at 4.3mi/hour. Air removed from line by rn and it was noted that the level of the pump needed to be lowered as well. Rn re-educated about this at the time.

Manufacturer narrative:
It was reported that the nicu had an air in line issue. Received from the customer is one used primary set model 2260-0500 lot unknown. Attached to the set¿s drip chamber spike is a non-bd spike adaptor with a 1000ml baxter eva exactamix container (lot number: 60230191, exp: 2023-02-28) attached. Attached to the primary set¿s male luer end is a filter extension set model 20129e lot unknown. The set configuration was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set configuration. Functional testing was performed by filling the lab IV bag with blue dye water and attaching it to the set configuration allowing fluid to flow through the whole set via gravity. The set flowed freely and showed no signs of air entering the line anywhere throughout the set. The set configuration was loaded into a lab pump module for an infusion test. The customer did not provide the rate or vtbi the infusion was running at during the reported event. The primary infusion was programmed at a rate of 125ml/h and 125 ml vtbi. The infusion completed with no air in line alarms and no visible air in the line throughout the tubing. Equipment used for testing performed on 28aug2020: 8100 alaris system lvp #3, eq08470, 5-jun-21. 8015 alaris pcu 1.5 #2, eq10291, 20-mar-21. Device history record for model 2260-0500 could not be performed due to no lot number being provided by customer. The root cause of the customer¿s report could not be identified because no air in line alarms or visible air in line was replicated during internal lab testing. The customer¿s report of an air in line issue was not confirmed. Functional testing of priming and infusion testing was successful and did not replicate any air in line alarms or visible air in line with the received set configuration. The customer did not send in the pump this event took place on. H3 other text : see h10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv ntg 20dp 20pk experienced air bubbles/air in line. The following information was provided by the initial reporter: experienced an additional nicu air-in-line issues. Air in line alarm occurred on primary line of double lumen uvc with tpn running at 4.3mi/hour. Air removed from line by rn and it was noted that the level of the pump needed to be lowered as well. Rn re-educated about this at the time.